Event description:
A 71-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, the patient informed novocure that, approximately two weeks prior, she placed the device on the bathroom sink and the device subsequently fell onto her foot, resulting in fractures to two bones. The patient believed that the weight of the device was the cause of the injury. The patient went to the emergency room (ER) and was given a foot brace. The patient remained on optune gio therapy. The patient's prescribing physician was contacted for additional information, although no reply was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the optune gio device to the foot fracture cannot be ruled out. Foot fracture is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).